Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [15 mg/ml] at a dose of 3.652 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that on an unknown date after the patient's pump replacement on (B)(6) 2016, her incision opened slightly, exposing the implanted pump. The hcp then decided to replace that pump and move it from her lower right abdomen to her lower left abdomen on (B)(6) 2016. The patient was then ordered to be put on vancomycin IV daily for two weeks as it was indicated that it was a possible infection from the pump replacement surgery on (B)(6) 2016. It was noted that the catheter was deemed patent and was extended to the new pump pocket and connected to the new pump. It was indicated that at the time of the report the issue was resolved and that the patient status was alive - no injury. It was also reported in follow-up with the representative that the cause of the patient's incision opening was not determined.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received on (B)(6) 2016. The pump and catheter were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.